Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction and pump reset was performed to address the unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support sent a replacement pump, and the customer will use multiple daily injections (mdi) as backup therapy. The customer was instructed on how to return the problematic pump using a pre-paid label.